Event description:
It was reported "it did not hold a charge well". There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.